Event description:
It was reported that the patient experienced pain at the ipg site after a fall. As a result surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was repositioned to address the issue. It was noted during the procedure that the loop hole had been torn and the anchor stitch had broken free from the ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: d6b explant date was inadvertently populated on the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.